Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an increase in shock impedance measurements. Possible causes were discussed and recommended. The clinician states that at the point of the xiphoid on the electrode, the skin of the patient is very red. The plan was to continue to monitor the system. Later, the doctor explanted the electrode and placed a new one using the chronic pulse generator. There were no additional adverse patient effects reported.